Manufacturer narrative:
Unit received with cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump display window is broken. Customer's blood glucose was unknown at the time of incident. No further details given.